Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿replace sensor¿ message on the first day of wear. It was further reported that on (B)(6) 2018 when the customer¿s sensor ended she self-administered a glucagon injection. No additional treatment was required. There was no report of any third-party medical intervention. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported her adc freestyle libre sensor produced a ¿replace sensor¿ message on the first day of wear. It was further reported that on june 10, 2018 when the customer¿s sensor ended she self-administered a glucagon injection. No additional treatment was required. There was no report of any third-party medical intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.